Event description:
It was reported to olympus that during reprocessing the evis exera ii colonovideoscope was observed having a brown stain on the insertion tube. Several attempts to remove the stain was unsuccessful. There was no reports of patient death, harm, or injuries related to this event,

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center observed a chemical discoloration on the insertion tube with severe buckling near the boot. While inspecting the bending cover, scope connector there was no signs of fluid invasion. Further inspection did reveal chips and light scratches on the objective lens, the light guide lens was cracked, a forceps passage leak, the image had black dots and over saturation. It was also noted the control knob was loose, angulation was low, light guide tube showed faint scratches, and the control body had minor fading/scratches on the exera. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the following mechanism caused the event: due to repeated reprocessing, etc., chemical stress was applied to insertion tube. Coating of the insertion tube peeled off by the stress, and dirt that was difficult to remove adhered. The following is included in the instructions for use (IFU) and may have helped prevent the event: "methods listed as ¿compatible¿ in table 3.1 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories leads to gradual wear and tear. But reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿." Olympus will continue to monitor field performance for this device.